Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer had been hospitalized for the highs. The customer's most current level was over 200mg/dl. The customer states they were treated for the highs at the hospital. The customer states it was prior event. The customer was advised to monitor the device.